Event description:
It was reported the programmer rf head worked intermittently. The connection appeared to be loose/damaged. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4)intermittent connector failure found. A system error was noted to have occurred once in the past. It was also noted that the programmer face plate had two missing screws and one loose screw. (B)(4)the rf head lens was found with a nick in it.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittent connector failure found. A system error was noted to have occurred once in the past. (B)(4) the rf head lens was found with a nick in it.